Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not suspend insulin delivery until the customer's blood glucose (bg) decreased to the upper 40s or 50s (mg/dl). Review of the pump data logs verified that the customer's bg at the time of insulin suspension was higher than the customer reported. At the time of the reported event, bg level was 98 mg/dl.